Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Incoming technical support call. Found during testing. According to the reporter, the device would not power up in battery even after replacing the battery. There was no pt use associated with the event.